Event description:
As reported, during a laparoscopic umbilical hernia repair procedure, the optifix fixation device was used to fixate the ventralight st mesh onto the fascial soft tissue. It was reported that after some fasteners the device deployed broken fasteners. As reported, the procedure was completed using same device, the broken fasteners were removed from the patient and there was no reported patient injury.

Manufacturer narrative:
As reported, the optifix fixation device deployed broken fasteners. The subject device was returned for evaluation. Evaluation of the sample finds for broken fasteners returned with the sample. Functional evaluation resulted in a successful deployment. Based on the sample evaluation a definitive root cause as to why broken fasteners presented in use cannot be determined. No manufacturing anomies were found. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in (B)(6) 2022. The instructions-for-use supplied with the device adequately describe the proper technique for fastener delivery. The precautions section states, "care should be taken not to use excessive counter pressure as this may damage the distal tip of the device as well as the mesh and/or tissue" and "if the fastener does not deploy properly, remove the device from the patient and test the device in gauze to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient.¿